Manufacturer narrative:
The hill-rom technician found during a between pt inspection of the bed that the foot left and right brakes would not hold due to worn brake pads. The technician replaced the left and right foot brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the foot right and left brake casters were not braking (brakes not holding). The bed was locate din a hill-rom service center and not in use. There was no pt/user injury reported. (B)(4).